Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer's blood glucose value was 200 mg/dl. Customer was able clear alarm and rewind insulin pump, but when insulin pump detected reservoir again generate alarm motor error. Customer stated that drive support cap was correct, insulin pump was not exposed to MRI. The device will be returned for analysis.

Manufacturer narrative:
Unit passed rewind test, basic occlusion test, prime/a33 test and displacement test. However, unit received stuck in the motor error loop during bolus/basal delivery. The motor may have had an intermittent failure that was not detected during our testing. The motor was tested outside the device and passed.